Manufacturer narrative:
The insulin pump passed all of the functional tests. However, intermittent button response was noted due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the battery tube threads, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that a button may have been held down for longer than three minutes. Customer also reported that the insulin pump was recently exposed to high magnetic fields. Blood glucose level was not provided. No further information was provided.